Event description:
The company received info that suggested that the custom tracheostomy tube's reusable inner cannula would not lock properly to the outer cannula. The customer stated, that there was no pt harm. The customer indicated that the pt was re-intubated with a new tracheostomy tube and they indicated that they will send the previous tube in question to the MFR for investigation.